Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had the permanent implant done but did not have consistent 50% improvement (sometimes 70%, sometimes 20%). The patient stated that it was eventually determined that the implant might be placed too high so it was removed and replaced with two new systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.